Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen freezes.the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Please note, this is follow-up submission 1. B.4: 08/22/2018; g.4: 03/02/2018. Correction: MFR report #2031642-2017-03917 is a duplicate of an event previously reported under MFR report #2031642-2017-03639. Any additional information will be submitted under the initially reported MFR#2031642-2017-03639. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR report #2031642-2017-03917 is a duplicate of an event previously reported under MFR report #2031642-2017-03639. Any additional information will be submitted under the initially reported MFR#2031642-2017-03639. Updated contact information.